Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 2 months post primary the surgeon performed a washout and revised the head. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 july 2022: lot 2102129: (B)(4) items manufactured and released on 06-may-2021. Expiration date: 2026-04-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Other device involved: batch review performed on 14 july 2022: ball heads: bipolar head 25060.2844 bipolar head ø28x44 (k091967) lot 2114995: (B)(4) items manufactured and released on 01-feb-2022. Expiration date: 2027-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.